Event description:
It was reported that during an unknown procedure, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. Removed the fragment from the body, and replaced with a new trocar to continue the operation. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2024 batch # unk. Additional information was requested and the following was obtained: "1. Please provide more details for ""stopped the operation""? Unknown. 2. Could you please specify how the device was damaged, noted the device cracked on distal end. 3. Was the sleeve damaged? Unknown. 4. Was the housing damaged? Unknown. 5. Was there any insufflation issue? No. 6. Was there any seal damaged? No. 7. Any visible broken part? No. 8. Please provide more details on how fragments were removed. No fragment." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 700c11, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.